Manufacturer narrative:
Covidien reference #: (B)(4).date of initial report: (B)(6) 2016.date of follow-up report: (B)(6) 2017.one used ls1500 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors from the manufacturing process. There are many factors that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a gastric sleeve procedure, the device did not adequately seal. The sealing cycle started and steam was visible, but bleeding occurred after the tissue was cut. After changing the forcetriad generator the issue continued, so another ligasure device of a different model was used with no further issues to complete the procedure. No patient injury occurred or medical intervention required.